Manufacturer narrative:
Bayer service visited the customer site and performed a system checkout. The injector system was found to perform to specifications. The disposables and /or lot numbers of the disposables used in the reported incident are unavailable at this time. If more information becomes available, an additional investigation will be performed, and a follow up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The following report was received from a bayer representative: on (B)(6) 2021, the site reported to a bayer representative that a patient had suffered an extravasation a few months ago while connected to a medrad® stellant CT injection. The patient was reported to require surgical intervention post incident. The customer's risk management representative stated that there was no issue identified with the medrad® stellant CT injection system during their internal investigation. In addition, the injector system has been in use daily since the occurrence. Multiple attempts have been made to obtain additional details from the customer without response at this time.